Event description:
It was reported that pump screen was dark and would not turn on, and that pump battery would not charge despite use of working power outlets, tandem charging cable, wall adapter, and alternate charging components. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide blood glucose value and no additional outcome details were given. Customer followed technical support instructions to attempt button press reset and multiple charging steps, but issue persisted. No further corrective actions were documented.